Event description:
A surgeon reported that following successful priming of the system and removing the air in the tubing, a planned vitrectomy procedure was performed. Five minutes after beginning to cut, air appeared in the pt's eye. The tubing was checked and it was confirmed that the air was coming from the auto stopcock. The issue was resolved after replacing the pak. There was no pt impact reported.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).